Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left popliteal vessel. A 4.0 mm x 20 mm x 143 cm nc quantum apex balloon catheter was advanced for dilatation. However, during inflation at below rated burst pressure, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications nor injuries were reported.